Event description:
It was reported that a malfunction occurred on the pump with no notable events preceding it. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to call back if the malfunction code reappeared.